Event description:
New information received notes that the right atrial exhibited unspecified capture issues.

Manufacturer narrative:
The reported events of device sensing problem and capturing problem were not confirmed. Final analysis found a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited unspecified sensing issues. The lead was not used and replaced. There were no patient consequences.